Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller started alarming randomly while the patient was at the clinic connected to the power module and mobile power unit. All the connections were checked, and no alarms were observed on the power module or system controller. No alarms occurred when the patient was tethered to battery power. The patient cable to the power module was exchanged. The patient opted against a system controller exchange. The event log files were submitted for review. No unusual events were captured. Related manufacturer reference number: 2916596-2024-01814 (power module ppm-16284)

Manufacturer narrative:
Section d4, primary UDI number: corrected section h4: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated due to the reported event of intermittent alarms; however, it was determined that the mpu was unrelated to the cause of the reported event. The submitted log file contained approximately 7 days of data (13mar2024 ¿ 20mar2024 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The mpu was not returned for analysis. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 22dec2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the kind of alarms was not identified. The patient cable to the site's power module was exchanged, not the patient's cable. The alarms were not repeated on battery power.

Manufacturer narrative:
Sections d1 and d4: corrected. Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated due to the reported event of intermittent alarms; however, it was determined that the mpu was unrelated to the cause of the reported event. The submitted log file contained approximately 7 days of data (13mar2024 ¿ 20mar2024 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The mpu was not returned for analysis. The reported event could not be correlated to an issue with the mpu. The serial number of the mobile power unit (mpu) was not reported with this event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.